Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2009 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and pelvic relaxation with concurrent hysterectomy, repair of cystocele and lysis of peritoneal adhesions. It was also reported that patient underwent mesh revision in (B)(6) 2011. It was further reported that patient underwent mesh revision/removal, bso and a lap. Entero adhesion lysis on (B)(6) 2012. Additionally, it was reported that the patient underwent excision on left mesh arm on (B)(6) 2011. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.